Event description:
The hcp reported the patient had been experiencing pain. At refill, it was noted that the pump "still had same amount of drug." A catheter study was done and reported as unable to get back the cerebrospinal fluid. The device system was explanted and replaced after an implant during of 46 months.